Event description:
A 0.2 micron in-line filter was in use on the tpn tubing. In the last 2 weeks, the filter has clogged 7 times and had to be changed. This poses a risk of infection to immunocompromised patients. A patient was on 4 cardiotonic drips infusing with the tpn. The filter had to be changed and the patient's blood pressure dropped requiring an increase in the epinephrine drip.